Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple loss of prime warnings with the same cartridge. The reporter confirmed that rewind, load, and prime steps were performed with cartridge changes. The reporter stated that the cartridges were being used appropriately per the instructions for use and the cartridge cap was secure at the time the issue occurred. The reporter stated that the cartridge had not been changed in response to the loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.